Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Washout I&d and poly swap was performed. On (B)(6) 2018, the patient underwent a second right knee revision with tibial insert exchange with an irrigation and debridement to address residual infection. The surgeon noted repair of a partial quadriceps tendon tear and correction of a subluxed patella. There was also noted to be swelling, chronic inflammation, and instability. All components were well-fixed. The surgeon utilized stimulan pellets with 1 gram of vancomycin into the wound to address the infection. Doi: (B)(6) 2018. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.